Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The customer's blood glucose was 110 mg/dl, compared with the sensor reading of 40 mg/dl. The customer stated that the trainer inserted the sensor on his son's buttocks, which was advised to be considered off-label use. The customer was advised to try proper sensor use suggestions and to monitor the sensor glucose performance. The customer also reported that the insulin pump alarmed weak signal, lost sensor and calibration error, for which he declined troubleshoot assistance. The customer was advised to replace the sensor.